Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an applicator deployment issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient is alleging that the wire may have remained in the skin the day. The patient was still in the line for the x-ray at the time of the first call. The results will be tomorrow. Diligence attempts to contact the patient for the outcome of the event were documented as unsuccessful. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.